Event description:
The patient had a magnetic resonance imaging (MRI) and the device was not set to MRI mode. The device went into back-up mode and defibrillation therapy was unavailable. The firmware was re-downloaded and normal device function was restored. The patient was stable.